Event description:
Patient identifier (B)(6) captures an event on the evis exera iii xenon light source related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter and correction on b5. Additional information was received indicating that the reported issue occurred during a diagnostic procedure, and it was completed with the same device. It was also indicated that other procedures were cancelled following this event and moved to a different hospital. Additional information is being requested regarding cancelled procedures and patient outcomes. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (B)(4) additionally, to provide information received though follow up ((B)(4). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and a specific root cause of the b30 error code could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
During troubleshooting the customer also had the e402 error and digital file not connected and verified that the video image going to provation. The user verified and reconnected the remote cabling from the cv-190 to the provation computer. The customer still had the digital file not connected error and was directed to check the release 1 setting and digital file was on. Additional information received from the customer: first the cv-190 was determined not to have a problem but the clv-190 did have a problem. The patient was not impacted by the failure. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. All procedures were cancelled after this procedure and moved to a different hospital. No medical intervention required. The customer thinks five procedures were canceled. The indication for the procedure was general and the procedure was not done urgently. The delay of care did not cause a serious deterioration in the patient's state of health. The unit was already repaired and now is working.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer indicated errors e216 and b30 had to be cleared troubleshooting for the e402 error; the customer cleaned the gold contacts on the scope and blew the dust out of the evis exera iii video system center socket. It was indicated, the customer tried a 180 series scope and did not have the b30 error and tried a third scope that was not reprocessed the same day and it worked. The customer later provided information indicating that a clv-190 caused the reported issue and was sent for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii video system center tower was moved from one room to another, and there was an e402 error. During troubleshooting with the olympus technical assistance center (tac), the customer noted that scope communication error codes e216 and b30 had to be cleared. There was no procedural involvement. There was no patient involvement in this event. Patient identifier (B)(6). Captures an event on a second evis exera iii video system center.